Event description:
The customer stated that she had to seek medical assistance due to high blood glucose levels. The reported blood glucose reading at the time of the call was 435 mg/dl. Prior to the event, the customer experienced no delivery alarms during the night. Troubleshooting was performed, and the insulin pump did not pass the prime test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.